Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the mesh test cut. The cutter was returned to the customer however as this device cannot be fully repaired without replacement. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00249, 0001526350-2022-00736.

Event description:
It was reported that the device was producing an incomplete mesh. Item failed cut test upon evaluation. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.